Event description:
Revision surgery - due to the poly having become worn; causing some instability.

Manufacturer narrative:
The reason for this revision surgery was instability. The previous surgery and the revision detailed in this investigation occurred 17 years apart. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the event. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no no non-conforming material reports (ncmrs) associated with the product that may have contributed to an instability. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's instability. The root cause of this complaint was a revision surgery due to an instability. The complaint does state that the event occurred over 17 years post-operative and it seems that the poly insert might get eroded due to prolonged usage of implant. It was reported the poly had become worn;causing some instabiltiy. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.